Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. On-going.

Event description:
It was reported that the device operated without any failures for a longer period of time and then performed a warm start during ventilation. Based on the first inspection of the logbook, the warm start can be confirmed. The device alarmed. No patient health consequences were reported.

Manufacturer narrative:
The logbook, the service report and the description of the case were available for the investigation of the reported failure of the evita 4, manufactured in august 2007. In addition, the unit was examined at the manufacturer's repair shop in lübeck and subsequently repaired. The logbook contains several warm start entries at the reported time. During the examination in the repair shop, a defective mixer cartridge was found, which indicates a malfunction of the dosing for oxygen or air. The reported event was due to the defective valve. The unit behaved as specified for the fault event and attempted to clear the fault with a warm start. During a warm start, the evita 4 opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. When the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. Since the value for the measured minute volume has been set to zero, the device alarms audibly and visibly with the high-priority alarm "minute volume low !!!" Until the lower alarm limit is reached again. In the event of an unsuccessful warm start, an audible alarm is activated again and the emergency breathing valve remains open so that spontaneous breathing is still possible. Both mixer cartridge valves of the affected device were replaced. The device was then checked according to the manufacturer's specifications without any further deviations. The number of similar cases due to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Event description:
It was reported that the device operated without any failures for a longer period of time and then performed a warm start during ventilation. Based on the first inspection of the logbook, the warm start can be confirmed. The device alarmed. No patient health consequences were reported.